Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is blocked. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specification. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no. 320141, batch no. 9155961. It is reported needle is clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no. 320141, batch no. 9155961. It is reported needle is clogged.